Event description:
Device is not delivering the correct amount of insulin, when bolusing. Pt had programmed two large boluses, of 48u and 50u; however, the device's insulin delivery history showed that only 9u and 8u (respectively) were delivered. No error messages were generated by the device. Pt reported that blood glucose has been high (values not provided). Pt self-treated by delivering additional insulin.